Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an alarm for a critical motor stall occurred. It was unknown if the motor stall had recovered. The pump was explanted and replaced. The reported stated "in [their] opinion, the cause of the rotor stall [was] the medication which was used in the pump". The patient's symptoms were listed as underdose symptoms. It was unknown how the patient was doing following the replacement. The pump was used to deliver clonidine.